Event description:
A vaxcel pasv port was implanted for the infusion of chemotherapy medication in 2004. On a separate occasion, the pt experienced extravasation/swelling and redness on the skin above the port site. In 6/2004 a contrast study was done and it was determined that the port was leaking. This port was removed 2 weeks later and upon removal, the port body came apart in multiple pieces. The fragments were removed at the same time the port was removed and another device was placed at a later date.